Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. The aortic neck ranged in diameter from 28-30 mm over 2 mm in length with moderate angulation. Iliac arteries were calcified and non-tortuous. It was reported that after the bifurcated stent graft was implanted, the final angiogram demonstrated a proximal type I endoleak, which was most likely related to the aortic neck angulation. The physician elected to intervene by placing a 34 mm cuff, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results and conclusion: (endoleak), (angulated aortic neck).